Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted significant mitral annulus calcification. The clip delivery system (cds 00125u155) was advanced to the mitral valve; however, resistance was felt when retracting the dc handle and then the dc shaft moved in an unintended direction. The cds was removed and the procedure was successfully completed with a new cds. The second cds was advanced to the mitral valve, and the clip grasped the leaflets fine, reducing mr to only 3+. However, the pressure gradient increase to 5. The physician decided not deploy the clip due to the increase of gradient and since mr reduction was not sufficient. The clip un-grasped the leaflets, and the mean pressure gradient returned to baseline. The cds was removed and the procedure was aborted. No clips were implanted, mr is 4. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. All available information was investigated and without the device to analyze, a cause for the reported physical resistance/sticking while retracting the delivery catheter (dc) handle could not be determined. The physical resistance with the dc handle advancement, however, caused the unintended movement of the dc shaft. There is no indication of a product issue with respect to manufacture, design or labeling.na